Event description:
Registered nurse (rn) was unable to fully inflate catheter balloon to full 10ml. Balloon would only inflate to 7ml. When rn attempted to withdraw water back from balloon to deflate balloon in order to exchange catheter out, fluid would not withdraw. Rn ultimately had to cut syringe port on foley catheter to drain water from balloon and withdraw defective cath.